Manufacturer narrative:
Event occurred in l&d department; patient was likely to have been a female. No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that while troubleshooting frequent nuisance ail (air in line) alarms on two channels, the nurse opened both pump doors to reload the modules, accidentally mixing the lines and creating an over-infusion in the l&d department. The customer stated their concern is in general that the pump alarms are frequently notifying staff of air in the line that is not discoverable. They have not had any event related to a malfunctioning pump, only concerns with persistent alarms indicating that air was not seen by the naked eye. They will provide re-education to their staff on proper insertion of tubing and the cleaning of the air in line pump sensor. Although requested, there were no further details or information provided regarding the over infusion. The clinician reported that unspecified patient harm had occurred; however no details were provided.